Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) levels in the 62-77mg/dl range. The customer alleged that the pump was not delivering the correct amount of insulin. Tandem technical support (cts) reviewed pump data and found that the customer was not entering bg level into the bolus menu when requesting bolus insulin. Cts educated the customer of the importance of entering the bg level into the bolus menu in order for the pump to adjust bolus amounts accordingly; however, customer maintained that the pump was not delivering insulin properly. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.